Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. Ao2550) inserted. This case describes the occurrence of pelvic pain ("right upper pelvic pain"). The subject's medical history included asthma, appendectomy, dyspareunia, vaginal delivery (4 children) and parity 4. No concurrent medication. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2014, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy with d&c). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Most recent follow-up information incorporated above includes: on 21-feb-2019: study ID was corrected from 16973 to 16974; essure model was updated. Insertion and removal date ((B)(6) 2012 and (B)(6) 2018); lot number (ao2550); past medical history and demographic data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 27-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. Ao2550-invalid, a02550) inserted. This case describes the occurrence of pelvic pain ("right upper pelvic pain"). The subject's medical history included asthma, appendectomy, dyspareunia, vaginal delivery (4 children) and parity 4. No concurrent medication. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2014, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy with d&c). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain had resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. Lot number reported ao2550 is not valid. The most likely number which is valid is a02550 which is being used in this complaint. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.